Event description:
The patient returned to the emergency room from (B)(6) 2005 visit after having had a PICC line put in arm with the wire bulging out from beneath the skin. A piece of the guidewire was found and surgically removed from the patient. The family cannot find the manufacturer and lot number card that was given to them upon the first visit to the hospital, so the numbers provided are those that are from the lot that was on the shelf at the time of his arrival back to the hospital.